Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an unknown time, the device does not ratchet, had an uneven mesh, and the rollers were bent. Patient impact is unknown. Due diligence is complete as no additional information is available.